Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly, unspecified error and motor error. The customer¿s blood glucose level was unknown. The customer reported that the reservoir slot had been breaking not much holding it in. It was reported that they had motor error twice and had to force a rewind then re prime. The insulin pump will not be returned for analysis.